Manufacturer narrative:
B3: unknown; no information has been provided to date. D4 - primary UDI number: unknown. E1 - last name: unknown. G4 - PMA/510(k) #: unknown. H3, h6: one device was received for evaluation. A visual inspection noted that the downstream occlusion (dso) seal was damaged. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing and visual tests were conducted with the returned device. The event history log was downloaded, and it revealed ¿high alarms cleared: downstream occlusion ¿messages. The customer problem was duplicated. The root cause of the problem was found to be a defective dso sensor. As a result, the dso seal and dso sensor will be replaced.

Event description:
It was reported that the pump exhibited a "sounds in occlusion." There was patient involvement and no patient harm/adverse events reported.